Event description:
It was reported to medtronic minimed that the customer experienced a replace battery now alarm with a prior low battery alert, the pump made weird beeping noises, the customer received a battery failed alarm, pump error 4 alarm (the motor arm cannot communicate with the main arm) and a pump error 53 (software error detected), failed battery test. The customer also reported that the insulin pump had a blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the battery failed alarm, pump errors and replace battery now alarm and the customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was declined by the customer for the blank display and beep anomaly. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. No blank display noted. The pump passed the displacement test, rewind test, prime/seating, basic occlusion test, force sensor, occlusion test, sleep current measurement test, active current measurement and self test. The pump was monitored and no unexpected powering off or blank display noted. All current within spec range. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly noted. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Successfully uploaded to care-link and generated reports. However, pump error 4 and pump error 53 was found in history file on event date, 04/03/2025 20:46:04.000 due to twi interface on main/motor processor. Customer did not experience an unexpected power loss of less than 7 days due to no records of low battery alert fault 104 in the pump history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. The pump was received with minor scratches on lcd window and scratched case. In summary, customer alleged blank display not confirmed. Alarm-audio/vibrate anomaly/absence of alarm not confirmed. Power problem-battery loss not confirmed. Power problem-failed battery test not confirmed. Alarm-a318-pump error 4 confirmed in history file due to twi interface on main/motor processor. Alarm-a353-pump error 53 confirmed. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.